Manufacturer narrative:
Inspected 1 opened or used sensor and performed visual inspection and found insertion needle bent inside the sensor base with a hook at the tip of the needle. Unable to confirm customer received sensor in that condition due to customer returned opened/used.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the introducer needle was fractured while in the body. The customer's blood glucose was 190 mg/dl. The sensor that got stuck because of the bent needle. The customer stated that the needle was not able to retract. Customer was having a hard time removing the needle assembly. The sensor will be returned for analysis.